Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens but the lens inverted as it went into the patient's eye. The lens was removed with no reported patient injury. The lens was not exchanged for another lens.

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4). Device evaluated by manufacturer? No, lens not returned. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found the lens returned dry in the lens container, but there is clear surgical residue/debris on product. Visual inspection found haptic bent. (B)(4).

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Conclusions: based on the complaint history, work order search and medical review, the most probable cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).